Manufacturer narrative:
E1 initial reporter first name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft got detached. A 15mmx3.50mm wolverine coronary cutting balloon was selected for treatment. The device leaked in the thermal transition zone between the catheter body and the balloon indicating a detachment in the polymer shaft. There were no patient complications.